Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
After the first pass with the subject device to remove a clot from the right m1 mca, an embolization to new temporal branch territory occurred. No additional treatment to remove the thromboembolus was performed due to very good collateral vascularization. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the device and to the procedure.

Event description:
After the first pass with the subject device to remove a clot from the right m1 mca, an embolization to new temporal branch territory occurred. No additional treatment to remove the thromboembolus was performed due to very good collateral vascularization. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The reported event was related to the device and to the procedure.

Manufacturer narrative:
Device is not available to the manufacturer.